Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit was returned to the ge healthcare repair center. It was determined that the unit was not able to ventilate due to a failure of the central processing unit.

Event description:
The hospital reported that the unit was not able to ventilate. There was no reported patient involvement.